Event description:
The patient's vendor reported that the patient believes the infusion device does not correctly deliver the basal rates. In 2009, the patient's blood glucose elevated to 517 mg/dl. The patient changes the infusion tubing and insulin cartridge every 2.5 weeks. His normal blood glucose level is 120 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare profession or second party to address the issue. The infusion device was replaced, and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.